Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter there was leakage. A hole was discovered in the catheter between the wings and the vialon where the catheter starts. The following information was provided by the initial reporter: when flushing the venflon with nacl after the insertion of the catheter, they discovered a leak from the catheter. They could see the leak came from a hole on the catheter (between the wings and where the vialon catheter starts). It was difficult to insert a catheter on this patient. It was a doctor who did it. Because of this incident the patient had to get one more needlestick.

Manufacturer narrative:
Investigation summary: as no defect photo / sample was returned, a review of past 12 months quality notification was performed. No quality notification was raised on the reported defect/condition. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Therefore the root cause cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter there was leakage. A hole was discovered in the catheter between the wings and the vialon where the catheter starts. The following information was provided by the initial reporter: when flushing the venflon with nacl after the insertion of the catheter, they discovered a leak from the catheter. They could see the leak came from a hole on the catheter (between the wings and where the vialon catheter starts). It was difficult to insert a catheter on this patient. It was a doctor who did it. Because of this incident the patient had to get one more needlestick.